Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 142.5 cm from the proximal end. The embolization coil was intact with its pusher assembly. Conclusions: evaluation of the returned smart coil revealed that the device was able to be advanced through a microcatheter without any kick back. During functional testing, the smart coil was advanced through a demonstration microcatheter with some resistance as the pusher assembly kink was advanced through the catheter. The coil was able to be advanced completely through the catheter and out of the distal tip. The kink in the pusher assembly may have contributed to the reported resistance. The root cause of the reported kick back could not be determined. The non-penumbra microcatheter identified in the complaint was not returned to penumbra for evaluation. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the left superior cerebellar artery using penumbra smart coils (smart coils). During the procedure, while advancing a smart coil through a non-penumbra microcatheter, the physician experienced resistance after advancing the coil approximately 10 centimeters from the tip of the of the microcatheter and subsequently, the microcatheter kicked back. The physician then attempted to push and pull the smart coil several times; however, resistance was still encountered and the microcatheter kept getting kicked back. Therefore, the smart coil was removed and the procedure was completed using a new smart coil and the same microcatheter. There was no report of an adverse effect to the patient.